Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that upon interrogation the device presented a message stating diagnostics cleared due to invalid data. Clearing the diagnostics resolved this issue but upon reinterrogation the device presented the message data not read. Due to approaching eri the device was scheduled to be explanted.